Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with dry eye and foreign body sensation in both eyes (right more than left). The topical steroid dosage was increased (predforte artificial tears). Patient was also given gel and told to continue the omega-3 and consider artificial tears unguent for nighttime in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eye and foreign body sensation in both eyes since day 1 post op. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.